Event description:
It was reported that patient notifier was delivered for high, out of range high voltage lead impedance. All other measurements were in normal range. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.